Event description:
Depuy hip replacement pain; I had minimally invasive right total hip replacement outpatient surgery with dr (B)(6) at (B)(6) orthopedics in (B)(6). I had very painful thigh pain from the beginning of recovery. Recovery was very slow and painful despite physical therapy. For a long time I had the thigh pain and weight bearing pain. Also have clicking in the groin area stepping in and out of tub and other motions involving some hip rotation. Quad, ham[invalid] hip, glute, waist and back muscles were all tight and painful. (B)(6) I had back MRI, hip MRI and bone scan. Bone scan conclusion was loose device. Wasn't loving dr berger for follow up care, so went for second opinion to dr (B)(6), who thought it was too early after surgery to conclude loosening of prosthesis and to please wait until 8 months post-surgery. In (B)(6) 2019, I started to see a deep tissue masseuse on a weekly basis. This helped some but I still had significant recurring pain in outer thigh, weight bearing pain and clicking in the hip joint. I exercised fairly regularly. Things got better, but then after new year holiday, pain returned more intensely. In (B)(6) 2020, I was feeling much better from 4 months of massage. I had a second bone scan (as planned) with diagnosis of aseptic loosening of prosthetic hip. I consulted with dr (B)(6) again who advised to give it more time. Also covid-19 was circulating and therefore the decision was made to continue making the best of things. Massages also stopped as pt service was suspended. Started stiffening up in quad, ham[invalid] glute, waist and back muscles again in (B)(6) and pain in outer thigh returned more intensely. Device from surgical notes is microport prime biofoam acetabular cup, size 52 mm od; microport prime a class xlpe fc lateralized polyethylene liner, size 36 mm ID; depuy tri-lock femoral component, size 5, standard, 105mm; depuy biolox delta ceramic femoral head, size 36mm + 12 neck length, 12/14 taper. FDA safety report ID# (B)(4).